Manufacturer narrative:
(B)(4). The sample was discarded.

Event description:
It was reported the catheter was placed on (B)(6) 2013, without incident into the pt's interscalene and used successfully. The pt was discharged with the catheter in place. On (B)(6) 2013 (day 4), the pt unsuccessfully attempted to remove the catheter. The pt said he did have sensation before attempting to remove the catheter. The pt returned to the hospital where fluoroscopy was used to assist in removing the catheter. Under fluoro, the catheter did not appear to be kinked or damaged. When attempting to remove the catheter, the outer sheath of the catheter was inadvertently separated and removed from the pt; however, the inner wound stainless steel wire of the catheter remained in the pt. The pt was transferred to another hospital to have the retained wire removed. The surgeon decided to remove the catheter by pulling it out instead of performing surgery. The pt reported no pain once the catheter was removed.